Event description:
It was reported that the shock impedance was greater than 400 ohms. An electrode fracture was suspected. The doctor elected to explant both the electrode and the pulse generator. Both products were successfully replaced with new ones. There were no additional adverse patient effects.